Event description:
It was reported a feline animal underwent an oophorectomy on an unknown date in (B)(6) 2022 and suture was used. The dehiscence of the abdominal incisional wound with evisceration. The cutaneous suture and especially those of the abdominal wall were as if "disintegrated": there was little suture left. The rupture of the suture occurred along its length, the start and end points of the overlock being present. The dehiscence was revised surgically, using the suture of the abdominal wall and suture for the skin stitches. Scar development was then normal.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: component code: g07002 - device not returned. Additional information provided: dehiscences of abdominal incisional wounds with evisceration, treated by oophorectomy. During cat oophorectomies, the veterinarian uses suture for the ligation of the ovarian pedicles, the suture of the abdominal wall and the skin suture. The cats have a collar for the return home. In (B)(6) 2022, about ten cats were seen again a few days after the oophorectomy (exact date not known), if further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.